Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
A nurse reported that there was no reflux during a surgical procedure. The surgeon had difficulty with the release of the capsule after reflux. There was no harm to the pt reported. Additional info has been requested.